Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an error icon. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log could not be downloaded because the receiver would not communicate with the dexcom global receiver communication tool, but pictures of the "call tech support" error were taken. The reported event of an error icon display was confirmed due to the occurence of a "call tech support" error. A root cause could not be determined.